Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that the patient was implanted a humerus gsb-iii 76 on (B)(6) 2012 and is currently suffering from unknown problems.

Manufacturer narrative:
A product liability claim was raised. It was reported that the patient was implanted a humerus gsb-iii 76 on (B)(6) 2012. No other information was available. The letter received from the "(B)(6) patients representation" did not describe the event. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified the compatibility check was performed and showed that the product combination was approved by zimmer. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Neither the event description, x-rays, operative notes, office visit notes, nor photos of the explanted implants were received; therefore the condition of the components was unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. Without any information about the event, it is impossible to perform a meaningful analysis of the risk for the patient. However, the possible causes for revision are covered in the dfmea ot the reported device. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).